Event description:
B+l received initial info in medwatch report (B)(4). The surgeon reports performing cataract surgery with attempted implantation of the sofport (B)(4) intraocular lens in the right eye using an ez-28 delivery device. During lens insertion, one haptic was found to be damaged. In addition, capsule damage and vitreous loss occurred. Subsequently, the damaged iol was removed through an enlarged incision and replaced with a different lens. A vitrectomy was performed. According to the surgeon, the pt's visual outcomes prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. According to the physician, the most likely cause of the lens damage can be attributed to the iol injector. (B)(4).